Event description:
Heel burns and/or blisters occurred during use of the cool heat prod. According to user, multiple events occurred over a two to three mo period.

Manufacturer narrative:
Toward the end of 2003, we found some pads from this model showed variances in the resistivity of heating elements from their original specs. The heating elements created burned-out sections or no heat at all, and other areas where higher-than-normal heat occurred. Through the testing that has been performed to date, we have found that the combination of process and material used in the MFR of our patented and u/l-approved elements could not guarantee sustainable performance of uniform heating. This was due, in part to variances in pt weights and or positioning, or a combination of both. We believe that the specific modes in which the controls appear to have failed are directly associated with the way that the heating element failed. This user facility had requested a customized pad thickness of 2.35 inches, rather than the standard 3.5 inches. Investigation of the malfunction that occurred and further testing may find that the effect of the pad thickness on the performance of the device was negligible. On 10/12/2004, we rec'd permission from the user to test the pads that they returned to us.